Event description:
A healthcare professional reported that a patient was injected with juvéderm voluma® xc in the cheeks, and skinvive¿ by juvéderm® in the lips about a year ago. Recently the patient was presented with swelling in the lips. The hcp had the patient finish a course of steroids. It got better but then it came back so the filler was dissolved in the patients lips. Now the swelling has moved to the patient¿s cheeks.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.